Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with perigee synthetic mesh system on or about (B)(6) 2007 to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered debilitating injuries including mesh erosion, hardening, chronic debilitating pain, and worsening urination leading to the need for surgery. Plaintiff's attorney also alleged plaintiff has suffered mental anguish, severe and permanent pain and suffering, and emotional distress.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.